Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending section cover, video connector, control unit, grip, up/down and right/left angulation lever plate, forceps elevator lever, light guide connector, light guide cover glass, switch 1, video connector case had a scratch; adhesive on bending section cover had chipped; bending section cannot be fixed firmly due to damage on forceps elevator(surgical products). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope screen was dark. The issue was found during an unspecified procedure that was completed. The device was inspected before use. The device was returned for evaluation. During the device evaluation, the noise occurred due to damage to the board in video connector section and due to breakage in imaging cable (no image appears); the screen becomes dark due to damage to the imaging unit and due to electrical contacts on the video connector being scratched was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise and image black out issues could not be determined, however, the issues were likely the result of repetitive use stress, charged-coupled device (ccd) unit damage due to user handling/mishandling and or a circuit board component failure. Olympus will continue to monitor field performance for this device.